Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The svc record indicates that the device was mfg on 05/22/212 and has no previous repair history. Evaluation of the device observed that the poppet assembly was stuck in the 'on' position. It was also observed that the master blade was not flush and that one of the head screws were stripped out. Prior to repair the device was outside of calibration specifications at the .004, .012 and .024 thickness settings on the right side. The cause is likely the user not maintaining the device per proper handling. The device was serviced and returned to the customer.

Event description:
It was initially reported that the zimmer air dermatome ii was broken. Add'l clinical follow up with the customer indicated that the device "was bent and the plate did not slide over the blade". No other pt info was rec'd. Evaluation of the device determined that the poppet assembly was stuck in the "on" position.